Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found that fluid passed through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. The sma wire resistance was also measured high out of specification. It could not be determined the root cause of the high sma resistance. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose over 400 mg/dl. The pod was worn between 36 and 48 hours on the back.